Event description:
The report received from (B)(6) stated: "the customer reports: tracheostomy cannula presents leak." No info regarding device use, pt event or medical intervention with a pt was provided.